Event description:
The customer stated that she rec'd a blood glucose reading around 329 mg/dl, and took insulin based on that reading. She began to not feel well and retested her glucose. She rec'd a reading of 66 mg/dl and called paramedics. When paramedics arrived, the customer's glucose was tested again. The customer's meter read 233 mg/dl, while the paramedic's meter read 69 mg/dl. The customer's glucose was retested again using her meter, and the reading was 320 mg/dl. The difference between the readings falls in the "c"and "d" zones of the parkes error grid, making the differences clinically significant. The customer did not receive any type of treatment. Her meter was returned and a replacement meter was sent.

Manufacturer narrative:
Attempts to contact the customer for more info were not successful. The report will be submitted by ra past the 30 day window.